Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), meter bag with silicone temp sensing catheter and tamper evident seal in tact with sample port connecter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pin hole (0.013") in the balloon surface with no missing pieces. The product was confirmed 16 french size. . Although the reported event was confirmed, a root cause could not be determined. A potential root cause could be tooling damaged (core pins). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the bardex lubrisil foley catheter deflated prematurely due to holes in the balloon.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), meter bag with silicone temp sensing catheter and tamper evident seal in tact with sample port connecter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pin hole (0.013") in the balloon surface with no missing pieces. The product was confirmed 16 french size. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bardex lubrisil foley catheter deflated prematurely due to holes in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bardex lubrisil foley catheter deflated prematurely due to holes in the balloon.